Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that two months after the dental implant was placed in the patient's mouth, non-osseointegration was observed. Patient presented with type ii bone. Primary stability was obtained and the implant was completely covered with bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or operative/post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed in the patient's mouth, non-osseointegration was observed. Patient presented with type ii bone. Primary stability was obtained and the implant was completely covered with bone. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or operative/post-operative complications.